Event description:
The patient had a headache since implant. It was indicated that she had a cerebrospinal fluid leak and, subsequently, two blood patches were performed with no relief. A dye study indicated that the catheter was patent and in the intrathecal space. It was noted that the pump and catheter were in place and functioning. It was unknown if surgical intervention had occurred, but the patient had been referred to a neurosurgeon to determine the next steps. At the time of report, the patient¿s initial pain was controlled, but she was seeking relief for the spinal headache. The reporter believed that the medication in the pump was morphine, but wasn¿t sure. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).